Event description:
Caller reported that cartridge did not fit properly on pump due to an o-ring on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed caller to remove o-ring, clean the area, and attempt to reload the cartridge. After following these instructions, caller successfully snapped cartridge onto pump and will call back if any issues arise.